Event description:
It was reported that the patient with a tactra has been experiencing a loss of rigidity due to axial rotation of the prosthesis. The physician determined that the tactra need to be replaced. A surgical procedure was performed to remove and replace the tactra. No patient complications were reported.

Manufacturer narrative:
Updated b1 adverse event/product problem, updated b2 outcomes attrib to adv event, updated b5 describe event or problem, updated d6b explant date, updated h6 impact codes.

Event description:
It was reported that the patient with a tactra has been experiencing a loss of rigidity due to axial rotation of the prosthesis. The physician determined that the tactra need to be replaced. No surgery has been performed, and no patient complications were reported.